Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002262 number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and air was drawn into the vizigo due to hemostatic valve failure. The issue occurred right after inserting the vizigo into the patient's body. The issue was resolved by replacing the vizigo to a new one. The procedure was completed without any problems. No patient consequences were reported. Air was not introduced into the patient. A leakage was reported in the hemostatic valve. No hemostatic valve or brim cap damage or dislodgment was noted. Air flow into side port is MDR-reportable. Hemostatic valve leak is MDR-reportable.